Event description:
It was reported that a vns patient was having their first implant with a m103 sn (B)(4) and a lead was returned to the manufacturer marked bad lead. The lead went through product analysis testing and the following was noted. The return product form reported 'bad lead - gave high impedance' as the reason for product return. Visual examination of the returned lead identified a single setscrew mark at the end tip of the connector pin suggesting that the lead connector was not inserted completely at one point in time. Although not conclusive, this was the most likely reason for the reported 'bad lead - gave high impedance' allegation. During analysis, the lead connector was inserted completely in a representative pulse generator and no anomalies were identified that could prevent proper insertion of the lead connector. The resistance measurements of the lead are within tolerance for a full lead assembly (min: 120 ohms and max: 180 ohms). Other than the above mentioned observations and implant/explant related observation, no product-related anomalies were identified in the returned lead. The generator remained implanted in the patient and another lead was successfully implanted. User error is suspected to be the cause of this event.